Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/05/2010, 05/17/2010, and 05/25/2010 by phone, fax, and mail. A completed questionnaire was received on 05/28/2010. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "none reported" (no information). Product problem(s): "lens implanted upside down" (malposition of device [iol (intraocular lens) implant]). A surgeon reported that he had mistakenly implanted an intraocular lens (iol) upside down. In a follow-up, he stated that the iol did not cause/contribute to the event. He reported the case was a complicated one due to the exfoliation syndrome of the patient and that the zonules were weak. The surgeon subsequently repositioned the lens which he reported to have gone "very" well" and that the patient has ucva 20/40 and is "very happy".